Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, chronic sinusitis and upper respiratory issues, visualization of particles. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In the previous report, it was reported as a serious harm/injury. As per pms decision received, it will be reported as a non-serious harm/injury. In this report, box b, g, h has been updated/corrected.